Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the emergency treatment, which was delayed and completed only by using fluoroscopy. The system responds by storing the fluoroscopic image on an external recording device. The philips field service engineer (fse) examined the system onsite and confirmed that the fluorocopy storage was not possible due to an image disk issue. Analysis of the system log files showed malfunctioning of the frontal image processing pc (ippc). Fse swapped the hard disk drive and restarted the system, but the issue remains unchanged. Fse found the cause of the problem was a defect in the ippc disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue, the fse replaced the ippc, hard disks and reinstalled the software. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluorocopy storage was not possible due to an image disk issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.